Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate ii left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this investigation. The account reported that the patient expired on (B)(6) 2016. No further information was provided due to hospital policy. Heartmate ii lvas, serial number (B)(4), was not returned for investigation as of 25mar2021. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death, in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the site reported the patient expired on (B)(6) 2016. Due to hospital policy, no further information provided.